Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There were no reported device or patient observations. A risk review was completed using the tactra hazard analysis and confirmed that the event of surgical intervention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a replacement surgery of his tactra penile prosthesis device due to unspecified reasons. The tactra device was explanted, and a new tactra device was implanted. There were no patient complications.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a replacement surgery of his tactra penile prosthesis device due to unspecified reasons. The tactra device was explanted, and a new tactra device was implanted. There were no patient complications.